Manufacturer narrative:
Patient weight not available w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician was implanting a 48mm gore® cardioform asd occluder to close an atrial septal defect. While maneuvering the device(recaptured 3-5 times), the metal hypotube broke distal but within the occluder. At this point the device was pulled into the right atrium and was still attached to the retrieval cord. The physician then gained access through the neck and snared the occluder with attached hypotube out, and the delivery system was removed through the groin. A 38mm amplatzer device was implanted, and the patient was doing well following the procedure. The physician stated that the delivery catheter was not shaped (bent) by the physician before insertion into the patient.

Manufacturer narrative:
The evaluation of the device provided showed the following: the hypotube was broken; the entire hypotube was retrieved and returned; the root cause of the broken hypotube was not determined. The physician¿s complaint regarding the broken hypotube was confirmed by the evaluation, but the root cause was not determined. The gore® cardioform asd occluder instructions for use states: potential device and procedure-related adverse events include: device fracture resulting in clinical sequelae or surgical intervention.